Manufacturer narrative:
(B)(4) ¿ pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008. Following the procedure, the patient has experienced nausea and groin, back, leg, inner thigh and pelvic pain. The patient has had frequent trips to the hospital emergency room and requires medication for chronic pain. The patient has a cystoscopy scheduled for (B)(6) 2014.

Manufacturer narrative:
It was reported that the patient underwent a sling procedure for the treatment of a bladder prolapse on (B)(6) 2008. Following the procedure, the patient has experienced nausea and groin, back, leg, inner thigh and pelvic pain. The pain began in 2009 and continued and increased in severity over 2010 and was non-stop. The patient has had frequent trips to the hospital emergency room and requires medication for chronic pain. The patient had a cystoscopy scheduled for (B)(6) 2014. The patient had no surgical intervention. Currently, the patient has symptoms of pain down the leg to the ankle, erosion of the left labia, cannot walk at times as the right leg gives out, and her bowels are affected ¿ either diarrhea or constipation. The surgeon had no specific opinion to the possible reasons for the pain, but surmised the pain must be related to the mesh. (B)(4).

Manufacturer narrative:
.